Event description:
During an in-clinic follow-up, the device as found to be in backup vvi mode (bvvi) with defibrillation therapy disabled, after a magnetic resonance imaging (MRI). The device had not been programmed into MRI mode. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.